Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated dates. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, bartonella haenselae infective endocarditis following transcatheter edge to edge mitral valve repair: a case report. [(B)(4)].

Event description:
This is being filed to report a death. It was reported through a research article titled, bartonella haenselae infective endocarditis following transcatheter edge-to-edge mitral valve repair: a case report, identifying mitraclip devices that may be related to patient death. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the initial date received by manufacturer is 04/21/2019.

Manufacturer narrative:
(B)(4). The UDI is unknown as the part and lot number was not provided. The device was not returned for evaluation. The reported patient effects of death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on information reviewed, a conclusive cause for death is unknown. A review of the lot history record could not be performed as lot number was not provided. Based on the information reviewed, a conclusive cause for death is unknown. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.